Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose event while sleeping, with a nadir of 64 mg/dl lasting approximately 15¿25 minutes, and the continuous glucose monitoring system issued low and urgent low alerts; the patient self-treated with oral carbohydrate and did not require assistance or medical intervention, and troubleshooting and education were completed. Symptoms included no reported immediate health effects. Outcomes included no long-term impact and no need for professional care. Investigation included internal complaint review and user troubleshooting and education. Investigation of this case revealed no device malfunction and no component failure, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.